Event description:
Customer reported that the insulin pump alarmed button error and the buttons were stuck. Customer stated that the insulin pump may have been exposed to sweat as she wears the insulin pump in her bra. Customer stated that she had blood glucose readings over 300 mg/dl and the most recent reading was 145 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with a button error alarm and no act button response due to a flattened button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to no button response. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.